Event description:
It was reported that the previous pulse generator device had ran down its battery from ten to fifteen years to four years of longevity therefore the device was ex planted and a new device was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).